Event description:
It was reported that the patient underwent a heartmate (hm) ii to hm3 pump exchange. It is not known if the exchange was lvad or therapy related. It was also unknown if the device was to be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported device exchange could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the device exchange could not be conclusively established. Multiple requests for additional information regarding the exchange were submitted to the account; however, no response has been received at this time. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.